Event description:
Reportable based on analysis completed on 11 aug 2023. During a pulmonary vein isolation with cryo procedure a polarx catheter was selected for use. After performing the isolation of the left inferior pulmonary vein the smartfreeze console showed an "error 1 - 00008000-2: console detected a problem with the blood detection circuit" and to change the catheter before any attempt to inflate. After being removed from the patient the catheter was examined and it was reported no blood was visible inside the device. The catheter was replaced, and the procedure was completed without any patient complications. The catheter was received for analysis which revealed there was blood inside the catheter and a leak path was identified during testing.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which noted blood inside the balloon of the catheter. They then submerged and pressurized the outer balloon system of the catheter to identify the location of the leak. A small tear in the balloon was identified as the source of the leak. The cause was traced to component failure as due to the breach in the balloon of the catheter. The allegation of a blood detection error was confirmed as a balloon breach can allow bodily fluid ingress which leads to a blood detection error appearing on the console.